Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, curved opening, fold creases. A microscopic analysis was performed which identified; wear abrasion, a sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.